Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a post-implant check, device interrogation indicated that the patient's left bundle branch area pacing (lbbap) lead exhibited increased capture threshold, significant drop in pacing impedance and decreased r-waves sensing in both bipolar and unipolar configurations. Chest x-ray confirmed that the lbbap lead had pulled back from the initial position. The lbbap lead was subsequently explanted and replaced. The patient was in stable condition.